Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection, it was hard to fire with both of the device, some staples did not close correctly and the staple line was not complete. Another device was used to resolve the issue. There was no patient injury.